Event description:
Originally reported to idtf, patient self tester reports: consecutive protime system inr result 1.1 & 1.9. Unspecified lab system inr result 1.7. Patient therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer evaluation pending product return.